Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation with their scs system due to high impedances present on the right lead. Additionally, x-rays revealed the left lead migrated. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.